Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that following the patient's sensor implant procedure the patient developed a hematoma at the groin site. Pressure and a sandbag were applied to the site until the it stopped bleeding. 1 unit of red blood cells and lasix were administered. Patient was discharged home on (B)(6) 2018.